Event description:
Procedure: low anterior resection. According to the reporter: the surgeon was doing a low anterior resection in a large male. When the surgeon was to come across the rectum, which was cleared off circumferentially, the surgeon realized a 60 length sulu would not fit into his narrow pelvis. The surgeon elected to try the 45 roticulator. The first firing felt normal, but the surgeon saw what appeared to be some v shaped staples. Some staples were normal b shaped. The staple line appeared intact. The surgeon fired another 45, and the rectal stump opened up (the surgeon suspected from the original staple line). When the specimen was extracted there was a misfire from the original line with some staples v shaped, and a few looking unfired. The procedure was converted to open due to a hole in the rectum. The rectal stump was re-resected. The surgeon oversewed the rectal stump. The surgeon elected not to perform an anastamosis in this patient. A colostomy was performed, as a result of the event.